Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2019-sep-27: information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient was having their device removed. They have had it for 8 years but the last year they have had so much pain. They stated they could not sit on their left side. They stated it worked well for years and they were hoping to get a bladder tuck. They mentioned they had one done in 1993 and it lasted till 7 years ago. No further patient complications were reported as a result of this event.